Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing glare and halos in their left eye (os) resulting in the need for an explant. The explanted intraocular lens (iol) was replaced with a different model iol (diu150) of the same diopter power. There was no reported patient injury and no surgical intervention was required. Visual acuities provided as pre-operative (pre-op) best corrected visual acuity (bcva) : 20/40, post-op bcva : unknown; however, the intended/targeted post-operative refraction was 20/20. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 8/18/2022. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of a customer provided lens case. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and no issues that could contribute to or cause halos or glare could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.